Event description:
It was reported the patient had not used their therapy in a long time. The patient felt stimulation in their body, even with stimulation turned off. They experienced a shocking sensation when it was off. While on the call, the patient changed programs, but still felt stimulation in their toes. They then decreased all programs to 0.0 v and turned stimulation off. The patient was going to have their torn tendon checked. The tendon tear was due to standing all day while being overweight. Their toes did not move or flex at all. The patient also had interstitial cystitis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v241897, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).